Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed incoming uplink functional test due to the rf head cable; the rf head cable was found very twisted. Analysis also found the rf head magnet was broken. (B)(4).